Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal contact wire was intact but the coil delivery wire was kinked/bent. The distal tip was found to be intact. The main coil was badly stretched and the suture was damaged. The main coil was broken and the distal ball was not intact. Functional test was unable to carry out due to the coil being badly damaged. The reported event was confirmed based on the damaged noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device was prepared as per the dfu, the device confirmed was to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. The device was returned and the damage noted to the device is indicative of friction within the microcatheter. It is probable that the device was damaged during advancement or withdrawal within the microcatheter. An assignable cause of procedural factors will be assigned to the reported and analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject coil was returned for analysis on (B)(6) 2021 and the device investigation revealed that the main coil was broken during the procedure. No clinical consequences were reported to the patient due to this event.